Event description:
It was reported to boston scientific corporation that during a cystocele repair procedure using the pinnacle pfr kit, the bullet detached. It was captured inside the capio device. The procedure was completed with another of the same type of device with no complications to the patient, who is reportedly "fine" post-procedure.

Manufacturer narrative:
The lot number is unk; consequently, the expiration date of the device is unknown. The lot number is unk; consequently, the MFR date of the device is unk. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.